Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon was using a meniscal cinch, ar-4500. As he was placing the third cinch, the suture broke before he could tighten it down. The implant could not be retrieved and was left in. The case was completed with no further incident.